Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device malfunctioned by, inter alia, contracting, suffering degradation, buckling, perforating her bowel and causing and causing an intense foreign body and inflammatory response"; however, no medical records have been provided. Inflammation and fistula formation are identified in the adverse reaction section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent an exploratory laparotomy and reduction and repair of an incisional hernia. As reported, the patient's hernia was repaired with a bard/davol medium oval composix kugel patch with reference number (B)(4), lot number 43fod321. As reported, sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, buckling, perforating her bowel and causing an intense foreign body and inflammatory response. On (B)(6) 2016: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which included, amongst other thing, removal of the defective device, bowel resection and takedown of fistula. It is alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent an exploratory laparotomy and reduction and repair of an incisional hernia. As reported, the patient's hernia was repaired with a bard/davol medium oval composix kugel patch with reference number: 0010205, lot number: 43fod321. As reported, sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, buckling, perforating her bowel and causing an intense foreign body and inflammatory response. On (B)(6) 2016: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which included, amongst other thing, removal of the defective device, bowel resection and takedown of fistula. It is alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: on (B)(6) 2006: patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of mesh ¿ composix kugel. Per operative notes, ¿the hernia was reduced and the sac was removed from the hernia. A medium portion of composix kugel mesh was placed in the abdominal cavity and tacked circumferentially.¿ on (B)(6) 2016: patient was diagnosed with enterocutaneous fistula and mesh rejection thereby underwent open repair with mesh removal. Per operative notes, ¿there was an exposed mesh and the mesh was strongly adhered to the mucosal surface of small bowel. Further mobilization allowed the section of small bowel (with mesh attached) to be excised.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, mesh shrinkage, ring break and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device malfunctioned by, inter alia, contracting, suffering degradation, buckling, perforating her bowel and causing and causing an intense foreign body and inflammatory response"; however, no medical records have been provided. Inflammation and fistula formation are identified in the adverse reaction section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 years 1 month post implant of composix kugel mesh, patient was diagnosed with adhesions, scar tissue, fistula and infection thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Updated fields: e1 (complainant name). Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.